Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy while at the transection of the antrum of the stomach, the first firing stopped short approximately 3 to 4mm shy of the cut line. The surgeon attempted to advance the blade to the cut line but it would not complete the cutting of the distal sutures. The surgeon fires the second load and it stops quickly barely making it past the crotch. To resolve the issue, the surgeon retracted the blade of the second firing, slide the reinforcement from the security sutures at the distal tips of the reload, swapped out with a new manual handle and reload, aligned the non-buttress reload over the remaining buttress and fired across. There is no patient injury.